Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a gooseneck snare to retrieve an unknown make/model of ivc filter, which had reportedly been set loose too close to the heart, when the snare loop fractured and the patient had to have surgery to remove it. The device was inspected and prepped per the IFU with no issues identified. The physician used the right internal jugular as the access vessel which was 22mm. A non-medtronic 9fr sheath and 0.035¿ non-medtronic guidewire were used for the procedure. The vessel was not pre or post dilated. The tip of the snare did not detach and did not cause occlusion. The snare loop did not detach from the wire. Moderate resistance was felt during the procedure. There were no patient complications and no further treatment was required. The tracking difficulties did not result in injury to the patient and no patient injury was reported as a result of this event.